Event description:
Customer reported that t:slim x2 pump battery was not charging properly. There was no adverse impact to the customer¿s blood glucose level. After troubleshooting with the tandem charging cable and wall adapter, the pump began charging successfully, and no further assistance was required.